Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an erroneous value for the untreated episodes counter, showing -23040 during a programmer interrogation. It was noted the actual count is zero, based on review of the log files. A warm reset had occurred in (B)(6) 2024 which is the most likely time that this presumed single event upset/memory corruption occurred. It was noted a different erroneous value appeared in the remote monitoring system, due to a difference in the display/interpretation of the same raw counter data. It was requested to have the patient perform a new patient initiated interrogation (pii) so analysis of more current data could be performed. It was also discussed that there was nothing unusual with the patient's environment as it pertains to radiation. The cause for the memory anomaly was not determined, but there was no impact on device therapy. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency and caused the erroneous counter value. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. An additional review of the product investigation was performed and the observations have been confirmed based on engineering data analysis which found a single event upset/memory corruption had occurred. However, the cause is more likely related to a warm reset rather than the environment and is believed to be a design related issue. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.